Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
Customer called into philips reporting a therapy knob fault. There was no patient involvement.